Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level of 582mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin. The product was not returned for analysis.